Event description:
It was reported that technical services (ts) was contacted to examine electrogram of the right ventricular (rv) lead. Upon examination, ts suspected an early stage of insulation defect on the lead with episodes of noise oversensing which resulted in inappropriate detection of ventricular fibrillation (vf) and antitachycardia pacing (atp) delivery. It was recommended that the physician follow-up with the patient to perform provocation testing on the rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).